Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device was broken, the inner tube neck of the insertion section was damaged, and the fiber cone had corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the yellow image displayed and scratches on the distal end, a definitive root cause could not be identified. Additionally, due to the charged coupled device was broken, the image was green. Due to the inner tube neck of the insertion section was damaged, the parts did not dis-/reassemble. And finally, for the corrosion on the fiber cone, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope displayed a yellow image and had scratches on the distal end. The issue was found during inspection for use. There were no reports of patient involvement.